Event description:
It was reported that the pump time was incorrect, cause unknown. There was no adverse impact to the customer's blood glucose level. Customer declined additional troubleshooting therefor no further information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.